Event description:
During a laparoscopic sigmoid resection with a doctor an endo gia disposable stapler was used with a roticulator stapler reload # 030458, size 60-3.5, successfully. However, when a similar/second roticulator stapler reload # 030458, size 60-3.5 was attempted to be attached, it would not attach. The endo gia was taken off the field, a second one given, and the malfunctioning endo gia was given to sterile processing department (spd) for cleaning and processing and bagged. Or manager was informed and so was the person in charge of all ordering of equipment. No harm was inflicted on patient.